Manufacturer narrative:
(B)(4). Additional information: it was reported that patient underwent vaginal mesh excision on (B)(6) 2013 for mixed urinary incontinence with vaginal mesh exposure. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and sui. It was reported that patient underwent a removal of obturator sling and urethrolysis and it was replaced by a prefyx on (B)(6) 2007.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.